Manufacturer narrative:
The device was returned and the evaluation found damaged characters on the rear panel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited: front panel blackout and alarm due to faulty printed circuit board. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported failure (alarm went off from the device, and the front panel display disappears) was reproduced. It was confirmed that the reported event was due to a faulty circuit (cr) board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.